Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "rn administered IV potassium phosphate using alaris interoperability. 5 rights of medication administration were double-checked by rn and infusion was started at 1018. Rn entered room and noticedpotassium phosphate bag was empty at 1139 despite the medication run time being 4 hours. Rn notified md and pharmacist. ECG done and labs drawn. Continuous pulse ox maintained, vss. Alaris channel and brain changed and hoc notified. Work order placed.." . Additional information received reported that this event occurred in med/surg. The potassium phosphate ordered dose was 20 mmol. Frequency was once @ 62.5ml/hr over 4 hours with a volume of 250 ml. Customer reported there were no adverse effects caused to the patient in this event.

Manufacturer narrative:
Correction: b3, b5, d11. Additional information provided: a4, b6.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. An estimated date of (B)(6) 2020 was added as the customer provided an incomplete date of (B)(6) 2020.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "rn administered IV potassium phosphate using alaris interoperability. 5 rights of medication administration were double-checked by rn and infusion was started at 1018. Rn entered room and noticed potassium phosphate bag was empty at 1139 despite the medication run time being 4 hours. Rn notified md and pharmacist. ECG done and labs drawn. Continuous pulse ox maintained, vss. Alaris channel and brain changed and hoc notified. Work order placed."